Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the e-100 generator. System was tested and verified as ready for use. The e-100 generator has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on and could not perform the cut/seal function. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the e-100 generator was reflecting a red power button. The tried to power cycle the e-100 generator with no change, the tse assisted the customer through depressing the power button for three seconds and cycling the e-100 generator breaker with no change. The tse explained the customer could utilize the erbe generator to drive the vessel sealer extend instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was told that it happened when the case started. Once it was plugged in, the white button turned red, and the vessel sealer instrument would not work. The customer informed the ports were placed and the procedure was completed with the erbe generator.